Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the error 200 occurred and the firmware was updated. It was noted that display insulation (white) wire was pinched with the insulation exposed. It was noted that the output connector assembly was broken, the on/ off and lock buttons were flat but functional, numerous errors were observed on the external pulse generator (epg), the lower case was broken, a case screw was contaminated and the battery drawer required a shorting bar. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.